Event description:
Caller reported a cgm error that occurred. There was no adverse impact to the customer's blood glucose level. Caller successfully completed a pump reset with guidance from technical support and was able to start their sensor session without further errors.